Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the patient contacted animas, alleging that the time and date reset to default when the battery was removed from the pump for less than 24 hours. There was no indication that the product caused or contributed to an adverse event. This malfunction is being ruled out based on the following: this issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The patient stated that they had a blood glucose of over 500mg/dl with chest pain, shortness of breath and unspecified ketones. The patient stated that they are getting over bronchitis. The patient was taken to the hospital and treated with IV fluids and other treatment in the ICU for diabetic ketoacidosis. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: according to all the pump histories including the black box the user had the year incorrectly set to 2007. Unable to verify the time/date reset to default setting in the black box. The bb shows a replace cartridge alarm on (B)(6) 2007 19:50. The pump was exercised for 24hrs. After 24hrs the battery was removed for 6hrs. The bench testing confirmed when the battery was reinserted after 6hrs without power the time and date reset to default setting. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Removed cover; a visible inspection confirmed the bt1 internal battery was leaking. Battery compartment is cracked above and below the bumper pad. The display screen has a pinkish contrast. The piston cap is missing on the pump. (B)(4).